Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals multiple cfb (ventilation controller) logs at 8:43am on (B)(6), the same time as engineer's report. Vyaire medical will initiate warranty replacement for the mainboard of this unit. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where a black screen with led alarms happened during patient use. Furthermore, there was no patient harm reported associated with the event. Another ventilator was put in place immediately.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, log file analysis tool was utilized. Most likely this was an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste.